Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.8x16mm graftmaster referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 75% stenosed, de novo lesion in the mid left anterior descending (mlad) artery. A non-abbott balloon ruptured during dilatation of the lesion causing a perforation. A 2.8x19mm graftmaster rx was advance to seal the perforation however, the graftmaster failed to cross the anatomy. Subsequently, a 2.8x16mm graftmaster rx was advanced, and also failed to cross the anatomy and was simply removed. Ultimately, a 3x23mm xience skypoint drug eluting stent (des) was able to cross the anatomy and reach the perforation to successfully stop the bleeding. There was no adverse patient sequela.